Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was resistance during the navigation of the microcatheter. The physician tried a few times, but then had to take another microcatheter to use in the procedure.

Manufacturer narrative:
H3: two marathon micro catheters (model: 105-5056 lot: a997293) were returned for analysis. The asahi chikai 0.008¿ guidewire used in the event was not returned. The asahi chikai 0.008¿ guidewire has a labeled proximal od (outer diameter) of 0.010¿ and distal od of 0.008¿, as per an online source. Per the marathon IFU (instructions for use), the marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter. Therefore, the asahi chikai 0.008¿ guidewire was found compatible for use with the marathon micro catheter. Marathon 1 the marathon total length was measured to be ~172.2cm and the useable length was measured to be ~166.3cm, which is within specification. No damages were found with the marathon hub. The marathon catheter body was found bent at ~23.7cm and ~21.5cm from the distal end. No damages or irregularities were found with the marathon distal marker/tip. The surface of the micro catheter was examined under a microscope and no punctures were found. The marathon micro catheter was flushed; water exited distal tip only. The marathon micro catheter was tested with an in-house x-pedion-010 guidewire. The in-house x-pedion guidewire was hydrated and inserted into the marathon hub and passed through the lumen and out the distal tip with slight resistance at the distal catheter. An in-house navien guide catheter was then used for resistance testing. The marathon micro catheter was inserted into the navien catheter hub, through the catheter lumen and out the distal end with no resistance encountered. The marathon catheter tip was clamped; and the catheter pressurized. No leaks were detected along the entire length of the micro catheter. No other anomalies were observed. Marathon 2 the marathon total length was measured to be ~172.4cm and the useable length was measured to be ~166.2cm, which is within specification. No damages were found with the marathon hub. No damages or irregularities were found with the marathon micro catheter body. No damages or irregularities were found with the marathon distal marker/tip. The surface of the micro catheter was examined under a microscope and no punctures were found. The marathon micro catheter was flushed; water exited distal tip only. The marathon micro catheter was tested with an in-house x-pedion-010 guidewire. The in-house x-pedion guidewire was hydrated and inserted into the marathon hub and passed through the distal tip lumen with no resistance at the distal catheter. An in-house navien guide catheter was then used for resistance testing. The marathon micro catheter was inserted into the navien catheter hub, through the catheter lumen and out the distal end with no resistance encountered. The marathon catheter tip was clamped; and the catheter pressurized. No leaks were detected along the entire length of the micro catheter. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was unable to be confirmed as no defect was found with the marathon. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. However, the cause for the puncture could not be determined. The customer report of ¿difficulty navigation¿ and ¿resistance in guide catheter¿ could not be confirmed through device analysis. Possible causes of resistance in guide catheter are patient vessel tortuosity, damaged catheters, flush rate too low, user does not hydrate external surface of micro catheter, stopcock/hemostatic valve on micro catheter too tight, or multiple micro catheters used with one guide catheter. Possible causes of difficulty navigation are patient vessel tortuosity, damage to guidewire, damage to catheter or lack of continuous flush during delivery. Customer reported vessel tortuosity was moderate, no resistance was encountered, and the devices were prepared per IFU. One returned marathon was found bent, and slight resistance was found with the guidewire; however, the bends did not contribute to the difficulty navigation and resistance in guide catheter during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon microcatheter was perforated which led to difficult navigation. The patient was undergoing treatment for an arteriovenous malformation (avm). The vessel tortuosity was moderate. The access vessel was the anterior cerebral artery, which was 1.9mm in diameter. It was reported that during the procedure the microcatheter got perforated and hence had some issue in the navigation of the marathon to the avm site. The doctor tried a few times, but because of the continued problem they decided to use a microcatheter from a different manufacturer. It was reported that there was no friction during delivery of the catheter, but contradictorily that there was resistance in navigation of the marathon catheter. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a neuron guide catheter, sonic microcatheter, and chikai guidewire.